Event description:
It was reported that the patient was getting stimulation for his arm and leg, but when he reached above his head, he experienced a shocking sensation around the waist and down his legs. He thought programming took care of it, but it gradually got worse. The patient had an appointment with his doctor scheduled for may 23rd and asked for help with additional reprogramming. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 39286-65, serial# (B)(4), implanted: 2011 (B)(6), explanted: na; anchor model 3550-39, lot# n295160, implanted: 2011 (B)(6), explanted: na; extension model 3708120, serial# (B)(4), implanted: 2011 (B)(6), explanted: na; programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4).